Event description:
It was reported that the patient was seen by the physician after the recent repositioning and no complaints were voiced by the patient.

Event description:
It was reported that the patient is having neck pain and protrusion of a tie down at the neck site. The patient was referred for surgical repositioning. Clinic notes were received dated (B)(4) 2014 that indicated the patient feels the battery is drifted to the left and is causing pain. The physician noted that there have been no seizures since the patient¿s last visit. The patient later reported an infection at the generator site on (B)(6) 2014. It was noted that it was believed that the protrusion and infection were related. The primary care physician had given her antibiotics. The patient underwent surgery to reposition the generator on (B)(6) 2014. It was reported that the patient did not in fact have an infection, per the surgeon. Good faith attempts for further information from the physician were unsuccessful.